Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was introduced into the patient and when the left superior pulmonary vein (lspv) ablation was completed, the physician tried to pull back the wire into the catheter but found that it was stuck. The device was removed from the patient and a new wire was attempted, but the issue persisted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a new guidewire was made and it was unsuccessful. The deployment mechanism was felt damaged due the returned condition of the device of slider switch deployed while spline cage undeployed, therefore deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other potential abnormalities that could contribute to a deployment issue. Dissection of the device revealed a kink in the guidewire lumen near of the hypotubes. The complaint was confirmed through analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was introduced into the patient and when the left superior pulmonary vein (lspv) ablation was completed, the physician tried to pull back the wire into the catheter but found that it was stuck. The device was removed from the patient and a new wire was attempted, but the issue persisted. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.